Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: structural balloons failed to inflate during a case. Two balloons on two different patients. Second failure resulted in customer contacting me, this time they kept the balloon and I was able to take a photograph of the balloon but would not take the sample as it was contaminated. No adverse results to patient. Balloon removed and replacement inserted. Corrective action taken relevant to the care of the patient: balloon removed and replacement used, no adverse results to patient. Patient outcome: no adverse results, outcome good.

Manufacturer narrative:
(B)(4).